Event description:
It was reported 2005 (B)(6) that the implantable neurostimulator (ins) was not responding and the patient believed that the battery was depleted. It was later reported 2014 (B)(6) that the ins battery ¿only lasted for nine months but was expected to last for two years.¿ it was noted that there was a battery replacement. The patient reported that a manufacturer representative was present for the surgery. The patient stated that the therapy worked well for her as of the date of this report. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 748925, serial# (B)(6); product type extension product ID 3550-09, lot# n0020684; product type accessory product ID 3487a-33, lot# j0454359v; product type lead. (B)(4).

Event description:
Additional information received reported that the battery was replaced due to normal battery depletion. It was noted that the physician did not anticipate the patient would need "that high of energy." The manufacturer representative learned of the replacement the day before the replacement procedure. The date of the replacement procedure was not provided. Additional information was requested but was not available at the date of this report.